Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that three days post cryo ablation procedure drainage of a pericardial effusion was conducted. The date that the effusion occurred is unknown as the information came from a third party distributor. It was additionally reported that during the cryo ablation procedure that when accessing the left atrium with the sheath the guide wire "came out" of the left atrium and therefore, the left atrium was accessed with the balloon catheter. The procedure was completed with cryo and the effusion was later discovered. No further patient complications have been reported as a result of this event.